Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule failed to attach to the patient's esophagus. A second capsule was used to complete the procedure without further incident. There was no harm to the patient or user due to the alleged device malfunction. A repeat procedure may be necessary. No known adverse events were reported.